Event description:
It was reported that 300 watts of power were supplied to the light cable in surgery. The pt had a light skin burn due to the radiant heat from the light cable. Pt reportedly recovered will post op.

Manufacturer narrative:
Device has not returned to MFR for eval. Unable to determine the cause of the event.